Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump had no delivery and occlusion alarms.customer also stated that while priming insulin comes out in a stream and had button error alarm.the troubleshooting was performed and the pump will need to be replaced.no harm requiring medical intervention was observed.the insulin pump will return for analysis.